Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control recommended that the biomedical engineer replace the therapy connector assembly. It was later confirmed by the customer that they replaced the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not detect multiple test loads, using multiple quik combo therapy cables. Additionally, the device would not detect the device's hard paddles. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.